Event description:
Boston scientific received information that this pacemaker was explanted and replaced due to normal battery depletion. It was noted that the right ventricular (rv) pacing impedance measurements were found to be greater than 2,500 ohms. The chronic rv lead was tested with the pacing system analyzer (psa) and the measurement remained out-of-range. An x-ray was performed, but no lead fracture was visualized. The chronic rv lead was surgically abandoned and a new lead was implanted with the new device. No adverse patient effects were reported.

Manufacturer narrative:
As the lead is not able to be returned, clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.